Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The reported difficulty of cycles changing from 12 to 11 was confirmed in the device logs but was not duplicated during evaluation. The assignable cause of the reported difficulty of cycles changing from 12 to 11 was determined to be normal device function: therapy was recalculated based on the volume of fluid remaining in order to finish within the programmed parameters. The device was found to meet specifications relative to the reported difficulties. A service history review revealed no previous service events were related to the reported. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the peritoneal dialysis nurse (pdn) stated what happened was the hc went from dwell straight to fill and skipped the drain cycle. The pdn also stated the hc was changed from 12 cycles to 11 cycles without the programming being changed. The technical service representative (tsr) obtained information for the swap. The pdn stated, the hp still has some kidney function so she would allow him to skip therapy this night. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.